Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that the unit had a "vent restarted message". It was confirmed by technical support that the ventilator did continue to run afterwards. There was no patient injury. The unit was removed from use when the message was discovered.

Event description:
Please refer to the initial-report.

Manufacturer narrative:
The log files were provided for the investigation at the manufacturer. Analysis of the log files revealed that the ventilation unit performed a restart on (B)(6) 2018 at 1:10 am. The ventilation was automatically continued with the latest settings after the restart had been completed. Based on the analysis it was determined that the restart were caused by a faulty pcb therapy control unit. The affected pcb was requested, but not provided for further analysis. In case of a detected deviation regarding operation of the ventilation unit, the ventilation unit will perform a warmstart with accompanying alarm in order to reset the system to a specified state. The warmstart sequence takes up to a maximum of 8 seconds. During that time the safety valve remains opened to ambient allowing the patient for spontaneous breathing. After successful completion of the warmstart, the ventilation will resume with the latest settings. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.